Manufacturer narrative:
Analysis revealed the insulin pump did not have an audible tone due to broken transducer wire. However, the device passed the seat, rewind, and occlusion test.

Event description:
The customer reported the insulin pump did not beep or vibrate. Troubleshooting was performed. The audible tone could not be heard.